Event description:
The event is reported as: complaint alleges: "et tube cuff will not deflate. Customer tested the cuff prior to use and finds that the cuff did not deflate properly." No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.